Manufacturer narrative:
Product analysis : analysis revealed that the reason for return was not confirmed. The touchscreen display is working correctly; no problems observed. No anomalies observed or found. The rubber cover from the universal serial bus (usb)/video graphic array (vga) output ports are missing. The part is not in stock, but does not affect function. Rubber covers will not be replaced. A new software installation will be done as preventative measure to the possible display problem. Cleaned device. Device passed electrical safety test. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not responding. The programmer was returned for service. No patient complications have been reported as a result of this event.